Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an e4 (= occlusion) error message and that the pump turned off on its own, and the pump user had to go to hospital due to high blood glucose levels. It is unknown whether the e4 or the alert missing is the cause for the serious injury with hospitalization. In the hospital, the user was treated with an intravenous drip plus insulin.